Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
On (B)(6) 2018, the patient's mother reported her son had developed a hard red lump, about the size of a dime, at the pod's infusion site. The pod was worn longer than 48 hours on the abdomen. The patient was prescribed fucidin h cream, a topical antibiotic and corticosteroid, to apply 3 times a day and let air dry. A new pod was activated and no further irritation was experienced.